Event description:
A (B)(4) distributor returned a charger/modem indicating that the charger/modem no longer worked properly and had a black display. The charger/modem was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not work properly / black display) has been confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The charger/modem was replaced.